Event description:
It was reported that during patient treatment, the ventilator unintentionally went in to standby. The patient desaturated to unknown level. The ventilator was restarted. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator unintentionally went in to standby. Patient harm is unknown. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No parts were replaced and no ventilator logs were provided. Per design, two steps needs to be performed by the user for setting the ventilator to standby mode. First, pressing the standby key and thereafter pressing the option ¿yes¿ in a pop-up window. The ventilator cannot set itself to standby. When the ventilator is set to standby, the indication ¿standby, patient not ventilated¿ is clearly visible on the screen and no waveforms or measured values are presented. Ventilation can then be started by pressing the start/standby key or by pressing the start ventilation touchpad on the screen. There is no indication in the available information that the ventilator set itself to standby mode from ventilation. This conclusion is also supported by the field service engineer¿s examination and testing of the ventilator, which found no fault with the ventilator.

Event description:
Manufacturer's ref #: (B)(4).